Event description:
It was reported that during an unknown procedure, the jaws would not open after the device had clipped the artery. It is unknown how the device was removed from the artery. It is unknown how the procedure was completed. There was no adverse patient impact reported. No other details are known.

Event description:
The account alleges that the device has a loss of ground.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). (B)(4). The analysis results found that one el5ml device was received in good visual condition and with one malformed clip in the jaws. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. In addition, the device locked out as intended but the orange indicator was not visible; this finding is not related with the event reported. The batch record was reviewed and no anomalies were noted during the manufacturing process.